Event description:
The patient reported via a telephone call, that three weeks ago, her ceramic on ceramic left hip that was implanted in 2005, began squeaking. The patient reported that she first began noticing it squeaking when she would bend over, but that it has got progressively worse and now squeaks when she is walking, going up stairs and particularly when she is carrying any weight. The patient further reported that she also feels a sensation of air pumping in her hip although there is no noise associated with this. The patient further reports that during the past 2-3 days, she has also started feeling a dull pain on the outside of her left thigh, when walking or climbing the stairs. The patient reported that she currently lives in another country, but will be flying to another country to see her surgeon in 2009.

Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Device remains implanted. If additional information becomes available, it will be submitted in a supplemental report.